Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. A day before the patient experienced peritonitis, the patient was hospitalized for an unreported indication. The cause of the peritonitis was unknown. The patient was treated with fortum (1gm in one bag, ip for 14 days) and vancomycin (1g, 1st day and 5th day, route not reported). The outcome of this peritonitis event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4) - additional information was reported by a healthcare professionaladditional information on the event: it was reported that the patient¿s fluid was clear and the antibiotic course was completed. The patient was reported to have recovered from the peritonitis. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.